Event description:
It was reported that there was ¿something like a cotton ball¿ observed inside the line of a homechoice cassette. This was observed during the last infusion of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. A baxter technical service representative (tsr) assisted the hp in disconnecting and removing the disposables from the pd machine. The tsr advised the hp to contact the hospital regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.